Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During the procedure, the left ventricular lead was unable to advance through the long sheath after multiple attempts. This was thought to be due to a possible heme build up. The lead was not used. Post-procedure the patient was stable.